Event description:
It was reported that the pump alarmed, the helium gauge "suddenly became red" and the pump stopped pumping. The reset button was pushed, however, the alarm continued. The pump was switched off and then back on again. At that point, the helium gas remaining was "normally indicated." There were no reported patient injuries.

Manufacturer narrative:
Evaluation: no symptoms confirmed.